Event description:
The customer reported an issue with an intraocular lens (iol) that became tilted in the patient's operative eye. The doctor attempted to reposition the lens but indicated that removal might potentially be necessary. The doctor attributed the issue to the size of the patient's eye, rather than any defect in the odyssey device. No additional information has been provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Section h6: health effect: clinical code: 4581: this code was used for the reported lens dislocation. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.